Event description:
It was reported that "the user pulled the trigger of the handle to load a clip during a robot-assisted surgery, but the clip did not open. The second clip also came out in a closed condition. Therefore, another auto endo5 was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73l2400225 for investigation. The returned sample was visually examined without magnification. The sample was returned with a misaligned clip loaded in the jaws. Additionally, damage to the jaws was observed. Visual examination of the returned sample revealed that the tip of the feeder was deformed. It was observed that the feeder tip was bent downward. The r & d team confirmed that an undamaged feeder tip is designed to protrude at an angle at the front of the feeder. No biological material was present on the device. The reported complaint of "bent/deformed parts - feeder tip" was confirmed based upon the sample received. The device was returned with damage to the tip of the feeder and feeder bypass was observed during functional testing. An unknown clear liquid was observed on the channel box. Additionally, damage to the jaws was observed. The sample was returned with a misaligned clip loaded in the jaws. The first misaligned clip was manually removed from the jaws. Upon functional inspection, the trigger was engaged to load the remaining clips. The first fire attempt resulted in the second clip misaligning and failing to open properly in the jaws due to feeder bypass; however, the clip was able to latch completely. The third clip failed to open correctly in the jaws due to feeder bypass and failed to latch. The last clip indicator was loaded into the jaws and manually removed. The device was disassembled. No additional defects were observed. The damaged feeder tip is the probable root cause of the feeder bypass observed during functional testing. The sample was received with 3 clips remaining in the device indicating that 12 clips were fired by the end user. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Indicating the feeder tip was not damaged when functionally tested at the manufacturing site, otherwise feed bypass would have resulted in the clips failing load and latch on the tubing. The damage is consistent with attempting to latch a clip on the wrong material or hitting the jaws against an object that could have damaged the feeder tip during functional testing. It was determined that the probable root cause of the feeder tip damage was user error or mishandling of the device. A dditionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user pulled the trigger of the handle to load a clip during a robot-assisted surgery, but the clip did not open. The second clip also came out in a closed condition. Therefore, another auto endo5 was used to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".